Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the exit notch. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 24mmx3mm, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during inflation at 24 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 24mmx3mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during inflation at 24 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.